Manufacturer narrative:
No product will be returned for evaluation.

Event description:
Pt reported in 2006, experiencing elevated blood glucose level of 534 mg/dl. Her normal blood glucose level is 130 mg/dl. She indicated that she changed the infusion set, and thirty minutes later her blood glucose level was 459 mg/dl. Pt admitted piston rod and adapter had been in use for approximately one year. The piston rod is to be changed annually and the adapter every 6 months. She reported feeling sick, cramping of the stomach, and her "tongue feels like a cotton ball." Patient stated that 10 minutes after receiving the 534 mg/dl reading, her blood glucose was 393 mg/dl. Four days later, pt stated that she was questioning the accuracy of the blood glucose monitor at the time of the event. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was not requested to be returned for evaluation.